Manufacturer narrative:
(B)(4). A follow up report will be submitted at the conclusion of the complaint investigation.

Event description:
Customer complaint alleges "when connecting the catheter to an infusion line, the femail luer got cracked. Therefore, the stopcock was replaced with a new one. (Continued) according to the clinical engineer of the hospital who reported the incident to our sales rep., it seemed to be caused by the excessive power of the md, not by defect of the product". There was no report of patient harm. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one stopcock for evaluation. Visual examination revealed multiple cracks in one of the luers. White coloration was observed around the cracks, indicating excessive force and/or torqueing caused the damage. The stopcock was functionally tested by attaching each luer to a lab inventory syringe filled with water. When the plunger of the syringe was depressed, water leaked through the cracks of the damaged luer. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user to connect all pigtails to appropriate luerlock line(s) as required. The customer report of stopcock leaking during use was confirmed by complaint investigation. The returned stopcock contained multiple cracks in one of the luers. The cracks were consistent with excessive force/torque being used on the luer. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. Based on the sample provided, and the report that "according to the clinical engineer of the hospital who reported the incident to our sales rep., it seemed to be caused by the excessive power of the md, not by defect of the product," it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "when connecting the catheter to an infusion line, the femail luer got cracked. Therefore, the stopcock was replaced with a new one. According to the clinical engineer of the hospital who reported the incident to our sales rep., it seemed to be caused by the excessive power of the md, not by defect of the product". There was no report of patient harm. Patient condition reported as fine.